Event description:
While separating the plane of the vagina from the rectum, the surgeon noticed a small microburn on the superficial layer of the bowel. To check device, the surgeon used the instrument again on a non-critical area of the bladder that was being removed and an arc/spark was noted. The monopolar scissors were taken out, the tip was inspected, and 2 small holes were noted in the tip cover accessory. Another tip was opened, inspected, and placed on the same scissors; another arc was noted.